Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented in clinic for a follow up, the right ventricular lead exhibited low impedance and undersensing. High and intermittent loss of capture were also noted. The lead was capped and replaced on (B)(6) 2020. The patient was not pacemaker dependent and stable before, during and after the procedure.